Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp with stenting procedure performed in 2006 (female patient, age and weight are unknown). According to the complainant, the metal rod on the catheter kinked/bent during use. The stent could not deploy. The procedure was completed with another wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Device analysis can confirm the reported complaint incident of inability to deploy the stent. During analysis when an attempt was made to retract the distal handle in order to fully deploy the stent a restriction was met. On dissection of the shaft and withdrawal of the inner lumen it was noted that a break had occurred in the inner lumen at 249mm proximal to its distal end, which is at the skived area. It was noted during analysis that a mark was found on the stent where the stent did not initially expand, the stent only deployed and fully expanded after some manipulation. Once the stent was fully deployed a mark was noted on the inner lumen at 41mm proximal to its distal end. The exact nature of the marking on the stent and inner lumen could not be conclusively identified but may have been dried blood or other bodily fluids. The break in the inner lumen is consistent with a restriction being met during deployment however the exact cause of a restriction occurring could not be identified. It is noted that the device failed to meet specifications in its returned condition. A review of the device history record (DHR) was performed; no anomalies were noted.